Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent extensive resection of vaginal mesh, extensive resection of eroded urethral mesh with urethral reconstruction, cystourethroscopy, and rectocele repair on (B)(6) 2013 due to foreign body urethra, foreign body vagina (vaginal and urethral mesh), chronic irritative voiding symptoms, urinary tract infection, and stage ii rectocele. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.